Event description:
It was reported that during initiation of npwt utilizing a renasys go, it was noticed that the pump did not alarm when the dressing was not being compressed.

Manufacturer narrative:
The device was sent to our technical centre, so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint was confirmed during the performance and safety tests. Further inspection revealed the unit had a defective main pc board (printed circuit board) causing the reported failure. As a result, the device was repaired by replacing the pcb and was again put through the performance and safety checks and confirmed to be working within specifications.